Event description:
A health care provider (hcp) reported that a nerve monitoring device emg tube coupler was faulty with wires coming out from the tube. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed that there was no damage to the packaging. Electrically, the resistance of the tube electrodes from end to end s hall be less than 200 ohms and the actual measurements were; red 14 ohms, red [w/white band] 10 ohms, blue 10 ohms, and blue [w/white band] 12 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were no cracks in the electrode contacts. An inspection of the entire device under magnification showed a crack in the right female clamp shell / coupler. The crack appears to have propagated near the proximal side of the clamp shell at the red/white electrode wire connector (based on the width of the crack at different locations). The length of the crack was 0.26¿ long and approximately 0.004¿ in width at its largest point. Adhesive is applied to each side of the snap feature of the clamp shell; and again, on the distal and proximal side after the wires are inserted. The proximal side of the crack showed the applied adhesive was stretched across the crack which indicates the crack occurred sometime after the assembly of this feature and manufacturing checks would not have detected this anomaly. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.